Event description:
It was reported that the device exhibited last error code 41622. The product fault occurred during testing and was not related to physical damage or abuse. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a loose downstream occlusion (dso) seal. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; during testing the pump exhibited a constant alarm for error code 41622. The root cause was determined to be small debris stuck in the motor. Preventive maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.